Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the surgical table however, the user facility declined.

Manufacturer narrative:
User facility personnel reported that a loud noise/sound was heard during the time of the reported event. A steris service technician arrived onsite to inspect the surgical table and found the table to be operating properly. No issues were noted with the function or operation of the device and the surgical table was returned to service. The steris service technician's evaluation results confirmed the proper table function/operation in conjunction with the description of the reported event (sudden downward movement accompanied by loud noise) is indicative of some physical obstruction temporarily impeding (and subsequently relieving) the commanded table movement. The steris service technician will offer in-service training on the proper use and operation of the surgical table with user facility personnel.

Event description:
The user facility reported the table was commanded into a position following the conclusion of a patient procedure and the table's foot section moved rapidly towards the floor. User facility personnel leveled the table and the patient was successfully transferred. No report of injury.